Event description:
The pt used the intermittent catheter. Upon insertion into the urethra, the sharp eyelets caused bleeding. The pt advised that had not happened with any of the other gentle cath products he used, and is still satisfied with the products.

Manufacturer narrative:
The adverse event bleeding per urethra with catheterization is deemed a serious injury as it may require a surgical or medical intervention to preclude a more serious consequence for the pt. The samples were not returned for investigation. The lot number provided appears to be incorrect and therefore lot history records cannot be reviewed. Our lot contains 6 numbers where the one provided has 7. One similar complaint # (B)(4) has been received for this product reference code. Eyelet smoothness is checked during production. No increasing trend on complaints has been registered on this product reference code. Based on above investigation we cannot determine the possible root cause of the failure. If the sample or additional information becomes available the quality evaluation will be reopened. This failure is included in relevant risk management file and associated hazard is evaluated there. (B)(4). Note: the actual date of event is unk, so the date used was the date convatec became aware.